Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were charging the ins and they accidentally dropped the controller and either that messed up the device itself or it reset the device. Caller said that a rep a couple years ago had modified the settings to where they couldn't make therapy adjustments, so the pt always got stimulation. Caller said that when the controller was dropped, it went back to the old way. Caller said that the controller was not really physically damaged and that the controller just lost all of the specific settings. Caller said that they were turning the stimulation on and so the pt would buzz really bad. Caller saw however battery empty cannot provide stimulation recharge your implanted device. The controller was at 70% and the ins was low and in the red. Agent had the caller reset the controller. Caller saw the setup/pairing screens. Agent walked the caller through pairing the controller to the ins successfully. Caller was able to start recharging the ins with recharging excellent indicated and the controller light flashing green. Caller will allow the ins to recharge and then call ps back if further assistance is needed. When asked for the event date, caller said that it was a couple weeks ago.